Event description:
The safestep needles are cracking or leaking where the needle meets the plastic tubing hub.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.